Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient and from a friend/family member regarding the trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient stated their bladder symptoms were worse since they were advised to make therapy adjustments with their manufacturer representative on (B)(6) 2021. They did not feel like they were fully emptying their bladder. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. No diagnostics/troubleshooting was performed, and no interventions/actions were taken. The issue was not resolved at the time of the report. Two days later, the patient's sister reported they spoke with the manufacturer representative on (B)(6) 2021 because the doctor wanted to change their program. They said that on program 1 at 0.1 volts, their sister was feeling severe discomfort. They were instructed to turn the machine off for two days. The therapy was turned off at 4pm on (B)(6) 2021, and turned back on the day of the report, (B)(6) 2021, at 1pm. The patient was now on program 2 at 0.1 volts and barely felt stimulation. The patient's sister said the patient either did not feel it, or they felt it, and were very uncomfortable. They were advised that simulation should not be uncomfortable.